Manufacturer narrative:
MFR evaluated the wheelchair in (B)(4) 2011. Based on the eval, the ics switchbox was pinched due to improper routing of the cable, which occurred after the wheelchair left the MFR's facility. The cable was pinched at the point where the left arm of the wheelchair pivots. In (B)(4) 2011, dealer replaced joystick cable which is routed next to the ics switchbox cable. Prior to that time, the wheelchair was operating normally. The pinching of the cable caused damage to it over time, which resulted in a short circuit in the wire. No other damage was noted to the wheelchair. MFR has reported the incident to parent company responsible for design of the wheelchair for further analysis.

Event description:
While the client was in the wheelchair, moving from a standing position to a sitting position, the ics switchbox cable had a short circuit. It was reported to MFR that caregiver touched the cable and suffered some burns on his/her hand. MFR inspected the wheelchair at its facility in (B)(4) 2011. In (B)(4) 2011, the dealer replaced the joystick cable which is routed next to the ics switchbox cable. Prior to that time, the wheelchair was operating properly. Upon inspection, MFR noted that the ics switchbox cable was pinched due to improper routing, which occurred after the wheelchair left MFR's facility. The cable was pinched at the point where the left arm of the wheelchair pivots. The pinching of the cable caused damage to the cable over time, which resulted in a short circuit of the cabling. MFR noted no other damage to the wheelchair. MFR has submitted the matter to its parent company for further eval.